Event description:
(B)(4). Same case as MDR ID# 2134265-2013-05278 and 2134265-2013-05282. It was reported that post a percutaneous coronary intervention, myocardial infarction occurred. In (B)(6) 2013, the patient presented with stable angina and was referred for cardiac catheterization. Target lesion #1 was located in the mid left anterior descending artery (lad) with 95% stenosis and was 6 mm long with a reference vessel diameter of 2.25 mm. Target lesion #1 was treated with predilation and placement of a 2.25mm x 12 mm study stent with 0% residual stenosis. Target lesion #2 was located in the proximal lad with 80% stenosis and was 6 mm long with a reference vessel diameter of 3.00 mm. Target lesion #2 was treated with predilation and placement of a 3.00mm x 12 mm study stent with 0% residual stenosis. Target lesion #3 was located in the second obtuse marginal artery with 90% stenosis and was 6 mm long with a reference vessel diameter of 2.5 mm. Target lesion #3 was treated with predilation and placement of a 2.50mm x 12 mm study stent with 0% residual stenosis. Post index procedure, the patient developed myocardial infarction. Cardiac enzymes were noted to be elevated. The patient was discharged on the same day on dual antiplatelet therapy.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the lesion was de novo and there was no jailing of 2nd diagonal.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that during the index procedure, post deployment of the study stent in the proximal lad spasm was noted which was treated with nitroglycerin. Post deployment of the study stent in the 2nd om, spasm was noted which was treated with nitroglycerin.